Event description:
The customer reported being in the emergency room due to low blood glucose of 41mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. The caller stated that the device was not exposed to a high magnetic field. The customer stated that he had been smelling insulin coming from the reservoir compartment. The caller stated that the doctor recommend having the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window, cracked belt clip, and scratched screen.